Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: 00875705201, shell with cluster holes porous 52 mm o.d. Size ii for use with ii liners, lot: 64108416, part: 00625006540, bone scr 6.5x40 self-tap, lot: 64202377, part: 00885101036, neutral liner 36 mm i.d. Size ii for use with 52 mm o.d. Size ii shell, lot: 64030803, part: 00877003602, metasul head 36 12/14 szm/0 /0, lot: unk.

Event description:
It was reported that a patient underwent an initial hip procedure and subsequently, the patient was revised due to pain and observed stem subsidence post-operatively a month and a half later. Attempts have been made and no further information has been provided.